Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. Testing was performed and after fill tubing test, it alarmed and asked to remove cartridge from the device as part of testing steps. Further investigation determined that the device was functioning properly and that the issue is a normal alarming message which is to remove the cartridge from the pump when done. Therefore, no repair was needed. Based on the evidence, the complaint was confirmed, and no fault was found.

Event description:
Information was received that device is alarming cartridge removed. No known adverse effects.